Event description:
Philips received a complaint from the clinical engineer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) reported that during the evaluation of the device, the error code "check vent: backup alarm failed" (1104) was observed on the event log. The se reported that the central processing unit (cpu) board needed to be replaced; however, the customer declined to have the device repaired, and the device was returned to the customer without a repair.